Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device locked up and none of the functions could be used. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event

Event description:
The customer contacted stryker to report that their device locked up and none of the functions could be used. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The cause of the reported issue could not be determined.